Event description:
Tension pneumothorax causing cardiopulmonary arrest. Filter may have been defective as it was very different to bag and ventilate pt during code. Once filter was removed, no more resistance was met and pt was oxygenated.